Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that for the past two years the patient's incontinence has increased particularly during movement like golf or going from a sitting position to a standing position. The patient had to wear an adult diaper and a safety pad during activities. The patient had an artificial urinary sphincter (aus) implant device, and there were no further signs or symptoms reported.